Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault/abnormal shutdowns) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the capacitor on the defibrillator pca. The root cause for the defective capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.